Event description:
Customer reported when the nurse call cable is plugged into the adaptor it does not have a tight fit causing it to release on its own with little pulling or movement. Customer also reported that one of her ed directors is using a wiring anchor and zip tie thats adhered directly to the adaptor. It has resolved the issue

Manufacturer narrative:
Despite several attempts, the customer has not returned the product. Without the device, the reported issue could not be confirmed and possible causes of the failure could not be determined. Historical review of the complaint database found one other complaint similar to what is reported by the customer. Analysis of the returned products is pending return of the device. At this time, there is no evidence of recent manufacturing non-conformity. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. Manufacturer reference file #2019-00668.

Manufacturer narrative:
Despite several attempts, the customer has not responded whether they will be returning the device. This event is reported solely on the initial information provided by the customer. Historical review of the complaint database found no other event with similar issue for this type of adapter. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file # (B)(4).

Event description:
Customer reported when the nurse call cable is plugged into the adaptor it does not have a tight fit causing it to release on its own with little pulling or movement. The date the issue was discovered is unknown and no patient incident or injury was reported.